Event description:
Pt mentioned they had a spinal cord stimulator(scs) from boston scientific and the scs was working well and their back felt great, but then the pt got hit by a truck and had the scs explanted because the scs was sticking out of their back. Event date was (B)(6)2026. Pt had a medtronic pain pump implanted after boston scientific scs was explanted. Patient services specialist(pss) documenting reported event. Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).